Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead was explanted due to a lead conductor fracture. A new lead was implanted and remains in service. No additional adverse patient effects were reported.